Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that the surgeon could not properly insert the recon locking screws into the nail (missed the nail). The surgeon checked alignment, tightened the jig and released tissue but still missed the nail. Upon removal of the nail it was noted that the notch on the insertion handle was not present and the nail was rotating (not aligned to the jig). No additional set was available so a proximal femoral nail antirotation (pfna) was implanted instead. It was reported that optimal fixation was not achieved. There was no reported surgical delay time. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: we found that the notch of the insertion handle is sheared off. The notch was not sent back for investigation, which makes a verification of the relevant dimensions impossible. Therefore the device history record was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with this in (B)(4) 2010 manufactured lot. The shear surface is homogenous, which indicates material conformity. The insertion handle itself is in a well-used condition, there are deformations at the slots visible and hammering marks at the bottom side, which indicates that this was an often and intense used instrument. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the complaint description we are not able to determine the exact cause of this occurrence, especially we are not able to determine how or when the notch did shear off. Based on the appearance of the damage it is likely that a loose connection between the handle and the nail in combination with high torsional loads caused the shearing off of the notch. A loose connection can lead to a mechanical overload at the notch as the force is only applied onto the notch. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.